Event description:
It was reported the lead alert triggered and noise was observed on the electrogram. Follow up disclosed there was oversensing and the sensitivity on the lead was decreased. The patient will be followed via remote monitoring in approximately one month. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.